Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: on march 18, when the patient underwent indwelling needle puncture and successfully pulled back the steel needle, it was found that there were wax attachment cases on the steel needle, which had the risk of falling off.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9050846. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.